Event description:
Medtronic received information that following the implant of this bioprosthetic valve, the physician did not feel the valve was the right fit for the patient, due to patient anatomy and removed the device. This was an intraoperative replacement, replaced with a contegra valve. The physician noted that there was nothing wrong with the valve and it was working as intended. No adverse patient effects were reported. The valve was not returned for analysis..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).